Event description:
Per the clinic, the battery of the sound processor was found to have leaked. The equipment was removed from service and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
Device is not available for analysis.(B)(4): device not available for analysis.

Manufacturer narrative:
(B)(4).